Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. A motor stall was noted. The cause of this stall was due to the shaft-bearing. Printouts revealed that the pump contained morphine and bupivacaine.

Event description:
It was reported that the pump battery was depleted. A normal battery end of service (eos) was also noted. The pump and catheter were returned for disposal only. The patient recovered without sequela.